Event description:
It was reported that the device was at eri (elective replacement indicator) and was sensing an arrhythmia although the pt's heart rate was at 80 bpm. Noise was also observed but the source of the noise could not be determined. The device was interrogated and would not allow pacing lead impedance because an arrhythmia was detected which appeared to be noise related. The associated lead module sp02 was comprehensively tested and it was determined that the device was problematic. As a result, the device was explanted and replaced.